Manufacturer narrative:
Product analysis: reported failure was not confirmed during 10 days operation test. Normal external appearance and normal operation were confirmed at reception. The epg case will be opened, cleaned and inspected. The pacing output, sensing sensitivity, rate and internal circuit will be calibrated, then functional test and performance test will be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was being used on a patient the battery depleted suddenly and an alert lamp indicating a status of battery depletion lit up. Although new batteries were used, it felt that the battery depletion was faster than usual. The battery replacement mark lit up in about 3 days. The epg was replaced with a different temporary pacemaker. The epg was returned for servicing. No patient complications have been reported as a result of this event.